Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm 19 during the loading process. Another cartridge was loaded and the alarm did not reoccur. The customer's blood glucose level was not impacted.